Manufacturer narrative:
H.6. Investigation: a 2000e was not available for investigation; however, the customer returned the packaging label which confirmed that the complaint samples were from lot 20026615. A review of the production records for lot 20026615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: this batch of bungs are not able to be flushed through when connected to the patient¿s IV. No further information available at this time.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20076686. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: this batch of bungs are not able to be flushed through when connected to the patient¿s IV. No further information available at this time.